Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that, at the moment the implant is injected, it exits the cartridge but remains at the wound edge, despite a diopter power of less than 24 d.

Event description:
A pharmacist reported that during cataract surgery with intraocular lens (iol) implant procedure, the lens insertion failed, and the lens was ejected during placement at the edge of the eye. The problem is not related to a handling error. The procedure was then successfully completed using a backup lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).